Manufacturer narrative:
Visual inspection revealed the devices resemble typical explanted devices. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the femoral and tibial components had signs of cement on the bone-contacting surfaces that appeared well adhered since it did not become dislodged with the application of manual force. There were scratches on the articulating surfaces of the femoral condyles that potentially happened due to contact with the baseplate. The articulating condylar surfaces of the insert had scratches and localized regions of deformation that may have been caused by third-body wear. The presence of third-body debris may be attributed to bone cement and/or bone particles in the joint, and may explain the reported pain. The inferior surface of the insert and the insert locking mechanism showed signs of deformation that was potentially sustained during removal of the device. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that the patient presented with a painful swollen knee. The patient underwent a revision surgery to remove the implants.

Manufacturer narrative:
.